Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically an ECG fall-off test. The cause for the test failure and the non-functional ECG electrodes was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into the ECG electrode, causing a short. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.